Event description:
Customer reported a hole was drilled in the image intensifier cover during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier cover. System operates as intended.